Event description:
A customer reported obtaining a ¿check sensor¿ error message upon scanning the adc device using freestyle librelink. As a result, the customer was unable to obtain sensor readings and experienced symptoms of disorientation and a loss of consciousness. The customer had contact with a healthcare professional who administered 33% glucosamine and glucose serum via IV and also drank juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was not observed at the base of sensor tail . Visual inspection was performed on the returned sensor plug and no failure modes were observed. Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a ¿check sensor¿ error message upon scanning the adc device using freestyle librelink. As a result, the customer was unable to obtain sensor readings and experienced symptoms of disorientation and a loss of consciousness. The customer had contact with a healthcare professional who administered 33% glucosamine and glucose serum via IV and also drank juice. There was no report of death or permanent injury associated with this event.